Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection identified heat damage to the rear case, back flex and processor printed circuit board (pcb). A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported melted rear case which was observed during evaluation. The rear case and processor pcb were replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a melted rear case. There was no patient involvement. No additional information is available.